Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s intra-operative complication is due to the tissue push issue associated with a staple fire. Isi has attempted to contact the customer to gather additional information regarding the patient/incident. However, as of the date of this report, no new information has been obtained. Isi has not received the stapler instrument or reload involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be confirmed. A follow-up MDR will be submitted if the reloads and instrument are returned (post failure analysis evaluation) or if additional information is received. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. The logs were reviewed by an intuitive surgical, inc. (Isi) advanced failure analysis engineer (fae). Per the fae, the logs show sureform 45 stapler instrument (part #480445-04, lot # l90220304-0062) was the first stapler used and was installed 6 times and fired 6 reloads (all black reloads). Per the logs, there were no inadequate clamps or firing failures. There was only one pause for compression on the first firing of around 17 seconds. All other firings were completed with no pauses for compression. The logs show sureform 45 stapler instrument (part #480445-04, lot # t92220211-0225) was the next stapler used and was installed on the system 2 times, failing to engage on the first install. The instrument engaged on the 2nd install attempt and fired a black reload with no pauses for compression. The firing was completed successfully per the logs, also with no error message. There were no additional errors in the logs for this instrument. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted gastric bypass (roux-en-y) procedure, the sureform 45 stapler instrument, installed with a black sureform 45 reload, pushed the stomach tissue forward during stapling. The stomach tissue was injured and bled as a result. The surgeon used another black reload to staple the stomach tissue again and a similar incident occurred. A backup sureform 45 stapler instrument with another black reload was installed and the same issue occurred. The entire staple line was reinforced with v-lock sutures and hemostasis was performed. Note: refer to medwatch reports (MDR) with patient identifier #s (B)(6) for MDR submissions of the same event reported against the 2 other black sureform 45 reloads. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) procedure, the sureform 45 stapler instrument which was fitted with a black reload did not staple stomach tissue properly. The stapler did not cut through tissue all the way and "folded the tissue" while stapling. The tissue was pushed forward during the stapler firing which caused tissue damage and bleeding. The estimated blood loss associated with the complication is unknown. The surgeon changed to another black reload and the same issue occurred again. The surgeon then switched to another sureform 45 stapler instrument and black reload but the same tissue re-occurred. A sureform 60 stapler instrument with a green reload was then used and there was no issue with the stapling. The entire staple line was reinforced with v-loc suture(s) and hemostasis was performed. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information from the surgeon. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 21-apr-2023, intuitive surgical, inc. (Isi) received the following additional information from failure analysis of the stapler and black reload: failure analysis of the black reload confirmed the customer reported complaint of "reload issue". All pushers of the staples were found at the bed surface of the cartridge, indicating the reload had been fully fired. However, upon visual inspection, the knife did not appear to fully travel to the distal end of the cartridge as cartridge body damage was observed. Skive marks were observed along the shuttle track. The reload cover was disassembled and confirmed the shuttle sled did not fully reach the end of the shuttle path. The knife was not exposed and concealed below the surface of the cartridge bed. Additional observation not reported was the knife of the reload was found with an indentation to the blade edge. Failure analysis found the additional failure of blade damage to be related to the customer reported complaint. This failure is typically attributed to mishandling. Failure analysis of the stapler did not replicate nor confirm the customer reported complaint. Review of logs did not find any errors for this instrument on its last use on (B)(6) 2022 using system sk3204. Last procedure showed 1 successful fire with a black reload. Upon visual and microscopic inspection, no damage was found at the wrist assembly. The instrument was placed on system. No initialization failures or errors/faults occurred during in-house testing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Clamp and fire test passed twice. No I-beam damage was seen. The stapler was transferred to engineering and the following information was obtained from investigations by an intuitive surgical, inc. (Isi) failure analysis engineer (fae): instrument was re-installed on an in-house system and was able to engage and initialize successfully on each attempt. Once installed, the instrument moved intuitively in all directions, and clamped and fired without issue. On 1 test fire, test sheet was doubled in attempts to replicate the failure, however the stapler was able to clamp and fire without issue, even with the extra thickness. Instrument was visually inspected for damage and no physical damage was observed. All cables were intact and properly tensioned. The I-beam was inspected for lodged components or sleeve damage, and none were observed. There was no friction felt during manual rotation of the main tube and bevel gears. No issue was found with the stapler. Logs from the procedure were reviewed and no firing failures were observed. The instrument clamped and fired using a black reload, and both functions were logged as successfully completed. Investigation is unable to confirm or replicate reported complaint of tissue pushout.